Event description:
The pt reportedly experienced a decrease in sound performance with her internal device. In addition, it was also reported that the pt experienced pain and discomfort with her device. The pt's device was explanted. Advanced bionics is in the process of gathering more info. When more info becomes available, a supplemental report will be submitted.